Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that 15 years and 10 months post implant of this aortic bioprosthetic valve, the patient is being eva luated for a transcatheter valve-in-valve replacement. The reason for evaluation was reported as aortic insufficiency. It was further noted that the patients hospitalization was prolonged. No intervention or adverse patient effects were reported. Subsequently, 2 d ays later, a transcatheter valve was implanted valve-in-valve. The reason for intervention was also reported as poor coaptation of the valve leaflets. The patient also had symptoms of shortness of breath and fatigue. No additional adverse patient effects were reported.